Event description:
The customer reported that they heard a pop followed by a loss of the live image. Investigation determined that the system was displaying a precharge error message and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack, filament board and power cap module were replaced. The system was then found to be operating as intended.